Manufacturer narrative:
No button error alarm noted. No alarm icon anomaly and or black circle noted during testing. The device passed displacement test. The device had intermittent buttons response due to corroded keypad traces was noted. The device had minor scratches on lcd window display, cracked reservoir tube lip, broken belt clip slot, and cracked case at display window corner.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error and the customer was unable to clear the alarm. Customer's blood glucose reading at the time of the call was 130 mg/dl. No further information reported.